Manufacturer narrative:
The instructions for use for citadel bed (IFU, 830.213-en rev.15) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly, weekly¿. In summary, the review of complaints and device inspection results indicate that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. The device was manufactured in 2021 and was used as a rental device. It is concluded that the issue might be related to the device's frequent use, however the part was scrapped, therefore the exact cause of the issue could not be identified. Arjo device failed to meet its specification when the bed was moving unintentionally. Arjo device was not used for a patient treatment when the event occurred. The complaint was assessed as reportable due to the allegation that the bed was moving up unintentionally. No injury was sustained.

Event description:
The nurse stated the bed was rising by itself, and the bed showed the error code e300. There was no indication of the patient's involvement. No injury was claimed. The bed was swapped for further evaluation at the arjo service center. The bed evaluation identified the issue with the stucked up - button on the attendant control panel located on the right head safety side. The whole safety side was replaced.

Manufacturer narrative:
The investigation is ongoing. Further information will be provided in the next report.